Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the videoprocessor exhibited intermittent image distortions upon receipt inspection after repair. There was no patient involvement.

Manufacturer narrative:
The device was not returned. The investigation is on-going, and a supplemental will be submitted upon completion of investigation or if any additional information is available.